Event description:
New information available on (B)(6) 2018 states that the device was explanted and replaced. The patient was stable before, during and post procedure.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. It was noted that the estimated longevity on (B)(6) 2017 was 1.9 years to elective replacement indicator (eri) and on (B)(6) 2018 the estimated longevity was less than 3 months to eri. Device replacement was discussed. The patient was not symptomatic due to the event.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.